Manufacturer narrative:
The suspect device is pending return to olympus. The physical device evaluation has not been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is amosclean and the automated endoscopic reprocessor (aer) used is olympus series 4. The aer detergent is cln and the aer disinfectant is paa. The manual detergent used is anios clean and there was no manual disinfectant used. The suction channel, channel port, and the distal end were brushed using cta d3748 manual brushes. Their storage practice is using surestore by cantel, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. After the device is returned to olympus, it will be sent out for additional testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the evis exera ii gastrointestinal videoscope tested positive for over 56 colony forming units (cfus) of aerobic microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - flushing was not performed for auxiliary water channel at precleaning. - brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cap cover --- insulation < threshold - bending section rubber glue --- worn out - bending section rubber glue --- lifting and discolored - universal cord --- wrinkle - angulation = 180/80/80/80 however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.